Event description:
The customer reported that the pump's display was unclear, making the numbers blurry and difficult to read, which affected their ability to interact with the device. There was no adverse impact to the customer¿s blood glucose level as it remained within normal ranges. To address the issue, tandem technical support arranged for the pump to be replaced and instructed the customer to use an alternate method of insulin delivery. The customer was guided on returning the faulty pump and understood the necessary steps to store the pump and return it.